Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer found that the hard drive failed during the performance of a pm. Additional information was received from the field service engineer confirming that the failed to boot up as a result of the issue. No patient serious injury or death was reported related to this event.